Event description:
Event description guidant received information that the patient with this pacemaker had a syncopal episode. The patient's family indicated that the device was last checked approximately six months ago and wondered if the syncope could be due to the age of the device. This device has an estimated longevity of 6.3 years and has been implanted for 8.5 years. Guidant recieved additional information that the patient was seen and the device was found to be pacing vvi at 60 ppm in accordance with reaching its end of life. It was suspected that the patient was syncopal due to the lower rate of pacing.